Event description:
It was reported that during the course of a procedure, the end of the tip of the serrated aggressive knife broke off and fell into the surgical site. The titanium tip was removed. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device not returned.